Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had restriction in the channel system. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, a white contamination was found in the air/water/auxiliary jet channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the white crystallized contamination believed to be a simethicone type product were evident within the air/water and auxiliary jet channels; light cover glasses was cracked; light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end cap had burn marks evident; distal end adhesive was worn; up/ down/ left/ right angles were not to specification; up/down/ left/ right angle play failed play evident; water flow and removal were not to specification; electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: based on the information obtained, there was no deviation from instructions for use on reprocessing steps for the points where the material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.